Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed and required maintenance. The customer attempted a reboot and recovery, which was unsuccessful. They also unplugged and plugged in the power cable, but the issue persisted. Finally, the back panel was opened and checked; however, the issue still persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and required maintenance. A field service engineer identified that the main half-height drawer 5.1 had damaged slide rails, replaced the half-height smaller drawer, logged into the hardware test application, performed the final test on drawers 5.1 and 5.2 and the final test passed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.